Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the site received a system integrity error on the mobile viewing station (mvs) upon bootup. There was no patient involvement.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1. H6: a manufacturer representative went to the site to test the imaging system. It was reported that no anomalies were found and no components were replaced. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the imaging system. It was reported that the issue was caused by holding down on the button during shut down longer than what one should be. When holding down on the button power longer than need be, this caused the system to shut down faster, which did not allow the windows os to shut down properly. After several of these fast shutdowns, the databases may become corrupt. The rep advised the site to hold down on the power button until blue led light starts blinking, then let go of button. Codes c23 and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.